Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a sendit delivery device (sendit), and a benchmark bmx96 access system (bmx96) and a guidewire. During the procedure, the red72 was advanced with the sendit to the target location. The sendit was removed, and the physician attempted to advance the red72 to the clot interface; however, the red72 would not advance. The physician decided to remove the red72. While the red72 was being removed from the sheath, the red72 unraveled. It was reported that the red72 and the bmx96 were removed completely. The procedure was completed using a new red72, a new sendit, and the same bmx96. On 5-june-2024, a clinical notification was received indicating emboli infarct in a new territory anterior cerebral artery (aca) was noticed during the procedure. It was reported that the patient had a fetal type of variant posterior communicating artery (pca). Emboli infarct was reported to be a serious adverse event with a possible relationship to the penumbra system and a possible relationship to the index procedure. The patient was administered anticoagulant medication and was transferred to a skilled nursing facility.

Manufacturer narrative:
Evaluation of the returned red72 confirmed the distal shaft fracture and unraveled coil winds at the fractured location. If the catheter is retracted against resistance, the device will likely stretch. If continually retracted against resistance, the stretch portion may ultimately fracture. Based on the reported event, the unraveled internal coils likely occurred during retraction of the fractured device from the sheath. Evaluation of the returned red72 revealed a kink and ovalization on the proximal end, and an ovalization at the catheter distal tip. Further evaluation revealed that the red 72 was returned with the unraveled internal coil winds through an rhv and the ovalizations noticed on the catheter appeared visually identical. Therefore, the ovalizations may have occurred due to overtightening of the rhv or forcefully griping the device and may have contributed to the resistance experienced during retraction. The kink was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2024-00227.